Manufacturer narrative:
(B)(4) - there is no documentation that suggests a causal relationship between the liberty cycler and the events of pneumonia, influenza, hospitalization and subsequent death. Additionally, there has be no allegation of device malfunction and the association with the events of influenza, pneumonia, hospitalization and subsequent death. However, there is a probable association that the reported illnesses of pneumonia and influenza were contributory in the death. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Patient contact reported that this end stage renal disease (esrd), continuous cyclic peritoneal dialysis (ccpd) therapy patient who began peritoneal dialysis (pd) in (B)(6) 2014 expired on (B)(6) 2017. The peritoneal dialysis registered nurse (pdrn) reported that the patient had passed away in the emergency room due to pneumonia and influenza. The pdrn stated the patient had not been connected to the cycler at the time of expiration. But, the occurrence of the patient's last ccpd treatment in relation to the event is unknown. According to the pdrn there had been no fluid overload or any treatment issues prior to the event.

Manufacturer narrative:
Cycler not made available for evaluation. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.